Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report that since date of implant the therapy hasn't been working like it did during the trial. When asked what results compared to baseline symptoms patient said symptoms are just as bad now. Patient said that on saturday felt stimulation going down their right leg whereas before that said hadn't felt stimulation sensation at all. Also patient mentioned that on thursday when they were standing up from a lazy-boy chair, said that it felt like something was ripping where the implant is. When asked, patient said that they didn't contact managing healthcare provider to report this. Reviewed therapy information and general programming guidance. With instruction patient connected to implant however they received the maximum setting message and was unable to increase the setting even after tried three additional programs. Troubleshooting did not resolve the problem. Patient was redirected to contact managing physician's office and schedule an appointment for a internal device check. When asked, patient said that their follow up appointment is scheduled for (B)(6). Notified the representative of the situation please note correction to the sentence: before that patient said had felt stimulation sensation at all to before that patient said hadn't felt stimulation sensation at all before that. Please note that later in the call patient referred to the sudden stimulation in right leg as pain. Also correction to : typo from word weed to were. Please add when asked, patient stated neurostimulator is on their right side. Also when asked (prior to patient connecting to implant during call) patient said they no longer feel stimulation going down their right leg/pain. Additional information was received from the patient. It was reported that the patient had an x-ray and it shows not connected. The cause of the stimulation feeling going down their legs was unknown. When asked what the most likely cause was the patient answered nerves. The steps taken to resolve the issue include re-surgery scheduled on (B)(6) 2023. The issue was not yet resolved. The cause of the max settings message was determined to be due to disconnected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.